Event description:
It was reported that the patient underwent an initial bilateral knee surgery. Approximately 5 months later, the patient underwent a bilateral knee revision. The patient's left tibial component was revised due to suspected subsidence and possible aseptic loosening. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42512100811 - articular surface medial congruent (mc) left 11 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 64984518; 42502807001 - femur trabecular metal cruciate retaining (cr) standard porous - 64816826; 00587806538 - nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella - 64975791. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit and alignment appears normal on the immediate postoperative images; subtle periprosthetic lucencies noted at the interface of the hardware and bone in the medial portion of the medial tibial plate on 2 months postoperative images with right and possibly left lateral tibial plate inferior subsidence; image 4 demonstrates a subtle periprosthetic lucency between the hardware and the bone involving the medial portions of the medial plates bilaterally. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.